Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) documented the observation and noted that the patient is noncompliant, and the system hasn't been checked for some time. Ts recommended lead replacement to ensure proper performance. Ts additionally noted that the patient was in the emergency room due to dehydration. No adverse patient effects were reported. This rv lead remains in service.